Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. The customer called to see what could be done. He did not have his pump with him and could not verify the serial number in order to troubleshoot. No products were shipped or returned.